Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on october 26, 2017. The probe tip broke off at 16 mm from the distal end. The broken probe tip was not returned. There was a scratch mark on the probe. The shape of the fracture surface showed that the crack developed from the scratch mark as the starting point. The manufacturing record was reviewed and found no irregularities. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the scratch on the probe occurred since the user output the device in seal & cut mode contacting with metal or surgical instruments. The crack developed from the scratch mark as the starting point when the user output in seal & cut mode or grasped the tissue. The probe broke off when the user applied loads to the probe. The instruction manual of the device has already warned as follows; warnings: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.

Event description:
During a laparoscopic surgery for endometriosis, two tb-0535fcs were used. The tip of the first tb-0535fc was broken after 15 minutes of use. The second tb-0535fc did not work normally. The procedure was completed with a similar device. There was no patient injury reported. The two devices were returned to olympus medical systems corp. (Omsc). Omsc investigated them on october 26, 2017. The probe of the first device broke off. The second device was not tb-0535fc but tb-0535fcs. The second device worked normally and was not defective. This is the report regarding the first device.